Manufacturer narrative:
Follow-up # 1 date of submission 10/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 9/21/2017 with the following findings:during visual inspection of the pump, it was also observed that the battery compartment was cracked in two places and the compartment contained moisture corrosion. There was also moisture corrosion found on all boards and on the bt1 (internal clock battery on the printed circuit board) and on the audio tone unit (piezo). The returned battery cap had a worn top coin slot but the cap was still able to fit to the pump. The returned battery cap¿s height and width were within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment and the battery cap were damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.